Event description:
It was reported that the patient was receiving downstream occlusion alerts on her solis pumps. The alerts on both pumps and the patient changed two IV connectors and two new cassettes before contacting the pharmacy. The patient¿s IV line had been replaced, and the patient was advised to go to the hospital to have her IV line checked. The reported product fault occurred while in use with the patient and caused or contributed to patient or clinical injury. The patient was advised to seek medical intervention at the hospital. The patient had a backup device available but was unable to successfully continue the infusion. The infusion was life-sustaining. The outcome of the event remains unknown, and it is unclear if the patient went to the hospital. The diagnosis for use was pulmonary arterial hypertension. The patient was concomitantly receiving adempas, ambrisentan, flolan sterile diluent (50 ml), and winrevair sdv.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported downstream occlusion alert. Unable to confirm the complaint due to the device not being returned. Based on information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.